Event description:
It was reported that during stapedectomy surgical procedure, the fiber tip broke and started firing from the side instead of the tip, charring (burn) the incus. The physician looked under the microscope and observed that the fiber was at about a 45 degree angle. The fiber was exchanged, and the procedure was completed with a second fiber. There were no further patient complications and no injury to the staff. The physician and the staff were wearing the safety glasses. It is unknown if treatment was administered to the patient due to the event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification identified that the fiber tip was fractured and the fiber body was bent. Based on the fiber cap fracture, the reported fiber tip break was confirmed. A review of the product labeling determined that the product instructions for use (IFU) includes appropriate warnings for the reported and observed issues. It is likely that during use of the fiber there may have been inadvertent tissue contact and excessive manipulation or bending applied to the fiber, resulting in the fiber tip fracture and bent of the fiber body. Based on the analysis results, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during stapedectomy surgical procedure, the fiber tip broke and started firing from the side instead of the tip, charring (burn) the incus. The physician looked under the microscope and observed that the fiber was at about a 45 degree angle. The fiber was exchanged, and the procedure was completed with a second fiber. There were no further patient complications and no injury to the staff. The physician and the staff were wearing the safety glasses. It is unknown if treatment was administered to the patient due to the event.